Event description:
The inner cannula connector did not seat and lock properly on one size 8 cfs, cuffless tracheostomy tube. This was detected immediately after the device was intubated. It was also reported that the device was not tested prior to insertion. The device was not immediately removed as homecare pt did not have a back-up device. The device was in use approx two weeks after the alleged problem was detected. There was one pt involved with no reported pt compromise. The device was returned to the MFR on 1/27/97 and forwarded to the analytical lab for decontamination, analysis and investigation.